Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged so the balloon would not remain inflated. A second short port btt was used with the same issue. The harvester completed the procedure using the same 2nd btt short port without air in the port. The hospital did not report any patient complications. This report is for the first device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).